Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b3 - updated event date from 17-sep-2025 to 15-sep-2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test. Unit passed dat test at 0.0872 inches. No unexpected insulin flow blocked alarms noted during testing. Unit successfully downloaded to thump. Confirmed pump alarmed insulin flow blocked alarm during normal bolus on (B)(6) 2025 09:05:00.000 in pump downloaded history. Confirmed 47.975 units of normal bolus was delivered on (B)(6) 2025 between 00:40:01.000 and 22:18:27.000. The pump was cut open to perform visual inspection and found moisture damage to pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube and scratched case. The sc1 cap/reservoir does lock properly. Pump passed required testing, and no unexpected insulin flow blocked alarms noted during test. However, found moisture damage to pcb1 board and pcb2 board during visual inspection. Confirmed moisture damage to pcb1 board and pcb2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported an insulin flow blocked alarm. Blood glucose value at the time of event was 400 mg/dl. The customer was treated with manual injection. The event involved product(s) mmt-1884. Troubleshooting was not performed for high blood glucose event. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of reported event. Troubleshooting was performed for the insulin flow blocked alarm and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. No further patient complications were reported. The insulin pump mmt-1884 will be returned for analysis.